Event description:
It was reported that the patient developed pneumothorax as a complication of the device implant. An attempt to correct this was made by inserting a chest tube, but this was complicated by hemothorax. During the hospital stay, the patient also acquired pneumonia, venous thrombosis, and acute on chronic renal failure. A video assisted thorascopic evacuation was done for the hemothorax. The patient was put on medications and was released in stable condition. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.